Event description:
It was reported that during a pph procedure, the device fully cut and only stapled on one side. The one side that did fire was not a full row of staples. The patient lost around 200cc's of blood. No blood products were required. Sutures were used to complete the procedure. There was no patient consequences.